Event description:
It was reported that the user experienced hypoglycemia while using the ilet and stated she ¿goes low all the time,¿ with case review indicating she rarely announces meals and tends to overtreat low glucose. Symptoms included hypoglycemia. Outcomes included no reported alerts or alarms and no reported hospitalization. Investigation included outreach to the user for additional event details and blood glucose information. Investigation of this case revealed no device alarms and user behavior factors consistent with unannounced meals and potential overtreatment of hypoglycemia, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.